Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the catheter migrated/fell and there was an issue with spinal fluid leaking so it was catheter revision ((B)(6) 2018). A month later everything was removed. No further complications have been reported as a result of this event.